Manufacturer narrative:
Complete patient identifier for same patient: (B)(6). All available patient information has been included. No additional patient details are available. This event is also being submitted in manufacturer report number 3005094123-2020-00034, for a second suspect medical device (list 03p25-37, lot 08408ui00). An evaluation is in process. A follow-up report will be submitted when the evaluation is completed.

Event description:
The customer reported a false elevated troponin result when processing on the architect i2000sr. Sid (B)(6) generated an initial result of 59.7 ng/l. The patient was hospitalized and a second sample (sid (B)(6)) was drawn and the result was 0.2 ng/l and a retest of this sample was 0.0 ng/l. The first sample was retested and generated results of 24.6, 32.5, and 0.0 ng/l. The first sample was diluted 5x and 10x and the results were <50 and <0.2 ng/l, respectively. No additional impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a search for similar complaints, a review of trending data, a review of the service history, and a review of product labeling. A search for similar complaints did not identify any similar issues. No trends were identified. A review of the (B)(6) service history was performed and found no contributing factors on or around the date of the complaint. There have been no subsequent tickets related to falsely elevated architect stat high sensitive troponin-I results. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified. The device evaluation for the second likely cause (list 3p25-37, lot 08408ui00), has been submitted in manufacturer report number 3005094123-2020-00034.